Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was not removing air from the cartridge during the load sequence, this is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.